Event description:
During a maintenance inspection, physio-control evaluated the device and found it unable to power on due to a depleted battery. Additionally, the device failed to boot up with a known good battery and locked up. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the battery and main pcb assembly to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly and determined the cause of the lock up issue to be a failed ic chip, designator u17. Physio also evaluated the removed battery and found that it was completely depleted. However, a conclusive cause for the charge depletion was not determined.